Event description:
Ambulance personnel attended to a patient diagnosed as in cardiac arrest. Following three automated ECG analysis the device charged each time and the operator pressed a front panel button to administer the shocks, however, allegedly the energy was not delivered to the patient. After arriving at the hospital, another countershock was administered to the patient and the patient was converted to a normal sinus rhythm. Subsequently, the patient went into complete heart block. The patient was not resuscitated.